Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate of 65 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on completing the cartridge air removal step prior to filling and guided them through loading a new cartridge and delivering a bolus to update the estimate. Issue was identified and resolved through these corrective actions.